Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via phone call that she had jumped into the pool with the insulin pump. Customer's blood glucose was 99 mg/dl. Customer reported that there is fluid under the display. Customer stated that the pump was not dropped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.